Event description:
The report received indicated that during a coronary stenting procedure, the physician was attempting to place the 3.50 x 13 mm cypher stent in an ostial lesion that was 4.5 mm in size. The physician was attempting to deploy the stent at high atmospheres with the intent of going back with a larger post dilatation balloon to ensure the struts were properly apposed; however, when the physician deployed the stent, a maximum pressure of 11 atmospheres was applied, there were no difficulties encountered during inflation; when the physician deflated the balloon, the stent did not appose to the vessel wall and the stent came back into the aorta during withdrawal of the device. The physician then re-advance the device back into the stent and inflated the balloon enough to capture the stent onto the balloon. The physician then withdrew the guide, the delivery system and the stent to the tip of the sheath, then the physician advanced a snare through the sheath and captured and retrieved the stent from the patient. There were no other patient or procedure complications. The procedure was completed with the placement of a 4.5 mm stent. Further information indicated the intended procedure included treatment of an ostial lesion in the right coronary artery (rca). The de novo lesion did not present any calcification or tortuosity. The contrast to saline ratio used during the procedure was 50:50.

Manufacturer narrative:
Please note that only the stent delivery system was discarded; however, the stent was returned for evaluation. Additional information will be submitted within 30 days upon receipt.